Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex inner packaging pouch and a stopcock attached to the hub. The batch number on the returned packaging and device match the batch number for this complaint. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube was fractured 91cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 12mm x 3.00mm nc quantum apex balloon catheter was advanced to the target lesion for dilation. It was noted that the balloon break into half while inside the patient. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was fine.